Event description:
It was reported to tyco healthcare/kendall in june 2005 that a customer has a problem with scd compression sleeve. According to the customer when the sequential compression sleeves were removed from the pt's legs, there was a 7 cm x 4.5cm blister on the right lateral aspect of the calf.